Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), ovarian cystectomy ("ovarian cysts"), foot deformity ("bunion") and ankle fracture ("ankle broken") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (dob: (B)(6) 1984; (B)(6) 1986), gastroesophageal reflux disease, blood pressure abnormal and cesarean section. Concurrent conditions included overweight, anxiety and depression. Concomitant products included hydrochlorothiazide for blood pressure abnormal, fluoxetine hydrochloride (prozac) for depression and omeprazole for gerd. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced inflammation ("chronic inflammation"), ovarian cystectomy (seriousness criterion medically significant), dyspareunia ("painful intercourse"), hypersensitivity ("hypersensitivity to foods,supplements/hypersensitivity to personal care products particularly in her pelvic region"), nausea ("nausea"), vomiting ("vomiting"), depression ("chronic depression"), anxiety ("anxiety"), urticaria ("hives"), rash ("rashes"), urinary tract infection ("chronic urinary tract infection"), allergy to metals ("allergic to nickel"), swelling ("swelling"), spondylitis ("arthritis in her neck"), treatment noncompliance ("she did not use contraceptive pill after essure placement"), foot deformity (seriousness criterion medically significant) and ankle fracture (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy and oophorectomy), surgery (bunionectomy) and surgery (reconstructive ankle surgery). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, inflammation, hypersensitivity and swelling was resolving, the ovarian cystectomy, dyspareunia, nausea, vomiting, urticaria, rash, urinary tract infection, allergy to metals, treatment noncompliance, foot deformity and ankle fracture outcome was unknown and the depression, anxiety and spondylitis had not resolved. The reporter considered allergy to metals, ankle fracture, anxiety, depression, dyspareunia, foot deformity, hypersensitivity, inflammation, nausea, ovarian cystectomy, pelvic pain, rash, spondylitis, swelling, treatment noncompliance, urinary tract infection, urticaria and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Most recent follow-up information incorporated above includes: on 11-dec-2017: new events: pelvic pain, inflammation , ovarian cystectomy, hypersensitivity, dyspareunia, hypersensitivity, nausea, vomiting, anxiety, urticaria, rash, urinary tract infection, allergy to metals, swelling, spondylitis, treatment noncompliance, foot deformity, ankle fracture were added. Patient information( dob, weight, height) added. Patient historical condition and concomitant disease, product stop date were added. Previously reported event ¿ permanent and severe injuries¿ was deleted and case became valid as per new follow up. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), pelvic inflammatory disease ("chronic inflammation throughout my entire pelvic and vulvar regions"), ovarian cyst ("ovarian cysts"), foot deformity ("bunion") and ankle fracture ("ankle broken") in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she had an ablation in 2008 with the insertion of essure" in 2008 and treatment noncompliance "she did not use contraceptive pill after essure placement". The patient's past medical history included multigravida, parity 2 (dob: (B)(6)1984; (B)(6)1986), gastroesophageal reflux disease, blood pressure abnormal, cesarean section, hypercholesterolemia, depression, c-section (1984 and 1986), bunionectomy (2004), tonsillectomy (1967), drug hypersensitivity, high cholesterol, cystitis interstitial, painful urination, diverticulosis, carpal tunnel syndrome, bladder infection (as a child), endometrial ablation and hematuria. Previously administered products included for an unreported indication: levaquin, penicillin and lidocaine. Past adverse reactions to the above products included drug hypersensitivity with penicillin; urticaria with lidocaine; and vomiting with levaquin. Concurrent conditions included overweight, anxiety, depression, menorrhagia, uterine enlargement, uterine fibroid, nabothian cyst, dysfunctional uterine bleeding, vulvovaginal pain, vulvovaginitis, tendency to bruise easily, stomach pain, stress urinary incontinence, pelvic prolapse, nickel sensitivity, frequency urinary, nocturia, night sweats, joint pain, fatigue, hair loss, memory loss, hot flashes, vaginal itching, yeast infection and vulvovaginal candida. Concomitant products included hydrochlorothiazide for blood pressure abnormal, fluoxetine hydrochloride (prozac) for depression and omeprazole for gerd. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), food allergy ("hypersensitivity to foods,supplements/hypersensitivity to personal care products particularly in her pelvic"), dermatitis contact ("hypersensitivity to foods,supplements/hypersensitivity to personal care products particularly in her pelvic") and vulvovaginal inflammation ("chronic inflammation throughout my entire pelvic and vulvar regions"). In (B)(6)2008, the patient experienced urinary tract infection ("chronic urinary tract infection"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("chronic depression") and anxiety ("anxiety"). In (B)(6)2008, the patient experienced nausea ("nausea"), vomiting ("vomiting"), urticaria ("hives"), rash ("rashes") and abdominal distension ("severe abdominal bloating resembling pregnancy"). In (B)(6)2012, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2013, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced foot deformity (seriousness criterion medically significant), ankle fracture (seriousness criterion medically significant), inflammation ("chronic inflammation"), allergy to metals ("allergic to nickel"), swelling ("swelling"), spondylitis ("arthritis in her neck") and cystitis noninfective ("chronic inflammation in bladder area"). The patient was treated with antibiotics, antihistamines, surgery (total hysterectomy and oophorectomy), surgery (ophorectomy), surgery (bunionectomy) and surgery (reconstructive ankle surgery). Essure was removed in (B)(6)2015. At the time of the report, the pelvic pain, inflammation, food allergy, dermatitis contact and swelling was resolving, the pelvic inflammatory disease, ovarian cyst, foot deformity, ankle fracture, dyspareunia, nausea, vomiting, urticaria, rash, urinary tract infection, allergy to metals, vulvovaginal inflammation, abdominal distension and cystitis noninfective outcome was unknown and the depression, anxiety and spondylitis had not resolved. The reporter considered abdominal distension, allergy to metals, ankle fracture, anxiety, cystitis noninfective, depression, dermatitis contact, dyspareunia, food allergy, foot deformity, inflammation, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, rash, spondylitis, swelling, urinary tract infection, urticaria, vomiting and vulvovaginal inflammation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6)2018: medical record received. Event per mr: she had an ablation in 2008 with the insertion of essure was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), pelvic inflammatory disease ("chronic inflammation throughout my entire pelvic and vulvar regions"), ovarian cyst ("ovarian cysts"), foot deformity ("bunion") and ankle fracture ("ankle broken") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (dob: (B)(6)), gastroesophageal reflux disease, blood pressure abnormal and cesarean section. Concurrent conditions included overweight, anxiety and depression. Concomitant products included hydrochlorothiazide for blood pressure abnormal, fluoxetine hydrochloride (prozac) for depression and omeprazole for gerd. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), hypersensitivity ("hypersensitivity to foods,supplements/hypersensitivity to personal care products particularly in her pelvic") and vulvovaginal inflammation ("chronic inflammation throughout my entire pelvic and vulvar regions"). In (B)(6) 2008, the patient experienced urinary tract infection ("chronic urinary tract infection"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("chronic depression") and anxiety ("anxiety"). In (B)(6) 2008, the patient experienced nausea ("nausea"), vomiting ("vomiting"), urticaria ("hives"), rash ("rashes") and abdominal distension ("severe abdominal bloating resembling pregnancy"). In (B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2013, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced foot deformity (seriousness criterion medically significant), ankle fracture (seriousness criterion medically significant), inflammation ("chronic inflammation"), allergy to metals ("allergic to nickel"), swelling ("swelling"), spondylitis ("arthritis in her neck"), treatment noncompliance ("she did not use contraceptive pill after essure placement") and cystitis noninfective ("chronic inflammation in bladder area"). The patient was treated with antibiotics, antihistamines, surgery (total hysterectomy and oophorectomy), surgery (ophorectomy), surgery (bunionectomy) and surgery (reconstructive ankle surgery). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, inflammation, hypersensitivity and swelling was resolving, the pelvic inflammatory disease, ovarian cyst, foot deformity, ankle fracture, dyspareunia, nausea, vomiting, urticaria, rash, urinary tract infection, allergy to metals, treatment noncompliance, vulvovaginal inflammation, abdominal distension and cystitis noninfective outcome was unknown and the depression, anxiety and spondylitis had not resolved. The reporter considered abdominal distension, allergy to metals, ankle fracture, anxiety, cystitis noninfective, depression, dyspareunia, foot deformity, hypersensitivity, inflammation, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, rash, spondylitis, swelling, treatment noncompliance, urinary tract infection, urticaria, vomiting and vulvovaginal inflammation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Added new events chronic inflammation throughout my entire pelvic and vulvar regions, abdominal bloating and chronic inflammation in bladder area. Added onset date for ovarian cysts, painful intercourse, anxiety, chronic depression, multiple allergies, nausea, vomiting, hives, rashes and chronic urinary tract infection. Added treatment medication. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain'), pelvic inflammatory disease ('chronic inflammation throughout my entire pelvic and vulvar regions') and ovarian cyst ('ovarian cysts') in a 49-year-old female patient who had essure (batch no. 626109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she had an ablation in 2008 with the insertion of essure" in 2008 and treatment noncompliance "she did not use contraceptive pill after essure placement". The patient's medical history included multigravida, parity 2 (dob: (B)(6) 1984; (B)(6) 1986), gastroesophageal reflux disease, blood pressure abnormal, cesarean section, hypercholesterolemia, depression, multiple caesarean sections (1984 and 1986), bunionectomy (2004), tonsillectomy (1967), drug hypersensitivity, high cholesterol, cystitis interstitial, painful urination, diverticulosis, carpal tunnel syndrome, bladder infection (as a child), endometrial ablation, hematuria, fibroids, falling down, ankle fracture, ligament disorder, dislocation of ankle, malleolar fracture, carpal tunnel release, heart rate irregular and overactive bladder. Previously administered products included for an unreported indication: levaquin, penicillin and lidocaine. Past adverse reactions to the above products included drug hypersensitivity with penicillin; urticaria with lidocaine; and vomiting with levaquin. Concurrent conditions included overweight, anxiety, depression, menorrhagia, uterine enlargement, uterine fibroid, nabothian cyst, dysfunctional uterine bleeding, vulvovaginal pain, vulvovaginitis, tendency to bruise easily, stomach pain, stress urinary incontinence, pelvic prolapse, nickel sensitivity, frequency urinary, nocturia, night sweats, joint pain, fatigue, hair loss, memory loss, hot flashes, vaginal itching, yeast infection, vulvovaginal candida, blister, hyperlipidemia, hypertension (elevated blood pressure reading without diagnosis of hypertension), genital itching, carpal tunnel release and vaginal burning sensation. Concomitant products included hydrochlorothiazide for blood pressure abnormal, fluoxetine hydrochloride (prozac) for depression and omeprazole for gerd. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), food allergy ("hypersensitivity to foods,supplements/hypersensitivity to personal care products particularly in her pelvic"), dermatitis contact ("hypersensitivity to foods,supplements/hypersensitivity to personal care products particularly in her pelvic") and vulvovaginal inflammation ("chronic inflammation throughout my entire pelvic and vulvar regions"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("chronic depression") and anxiety ("anxiety"). In (B)(6) 2008, the patient experienced urinary tract infection ("chronic urinary tract infection"). In (B)(6) 2008, the patient experienced nausea ("nausea"), vomiting ("vomiting"), urticaria ("hives"), rash ("rashes") and abdominal distension ("severe abdominal bloating resembling pregnancy"). In(B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2013, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced foot deformity ("bunion"), ankle fracture ("ankle broken"), inflammation ("chronic inflammation"), allergy to metals ("allergic to nickel"), swelling ("swelling"), spondylitis ("arthritis in her neck") and cystitis noninfective ("chronic inflammation in bladder area"). The patient was treated with antibiotics, antihistamines and surgery (bilateral salpingectomy, bunionectomy, reconstructive ankle surgery, total hysterectomy and oophorectomy and oophorectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, inflammation, food allergy, dermatitis contact and swelling was resolving, the pelvic inflammatory disease, ovarian cyst, foot deformity, ankle fracture, dyspareunia, nausea, vomiting, urticaria, rash, urinary tract infection, allergy to metals, vulvovaginal inflammation, abdominal distension and cystitis noninfective outcome was unknown and the depression, anxiety and spondylitis had not resolved. The reporter considered abdominal distension, allergy to metals, ankle fracture, anxiety, cystitis noninfective, depression, dermatitis contact, dyspareunia, food allergy, foot deformity, inflammation, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, rash, spondylitis, swelling, urinary tract infection, urticaria, vomiting and vulvovaginal inflammation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 626109, manufacture date: 2007-10, expiration date: 2009-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain'), pelvic inflammatory disease ('chronic inflammation throughout my entire pelvic and vulvar regions') and ovarian cyst ('ovarian cysts') in a 49-year-old female patient who had essure (batch no. 626109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she had an ablation in 2008 with the insertion of essure" in 2008 and treatment noncompliance "she did not use contraceptive pill after essure placement". The patient's medical history included multigravida, parity 2 (dob: (B)(6) 1984; (B)(6) 1986), gastroesophageal reflux disease, blood pressure abnormal, cesarean section, hypercholesterolemia, depression, multiple caesarean sections (1984 and 1986), bunionectomy (2004), tonsillectomy (1967), drug hypersensitivity, high cholesterol, cystitis interstitial, painful urination, diverticulosis, carpal tunnel syndrome, bladder infection (as a child), endometrial ablation, hematuria, fibroids, falling down, ankle fracture, ligament disorder, dislocation of ankle, malleolar fracture, carpal tunnel release, heart rate irregular and overactive bladder. Previously administered products included for an unreported indication: levaquin, penicillin and lidocaine. Past adverse reactions to the above products included drug hypersensitivity with penicillin; urticaria with lidocaine; and vomiting with levaquin. Concurrent conditions included overweight, anxiety, depression, menorrhagia, uterine enlargement, uterine fibroid, nabothian cyst, dysfunctional uterine bleeding, vulvovaginal pain, vulvovaginitis, tendency to bruise easily, stomach pain, stress urinary incontinence, pelvic prolapse, nickel sensitivity, frequency urinary, nocturia, night sweats, joint pain, fatigue, hair loss, memory loss, hot flashes, vaginal itching, yeast infection, vulvovaginal candida, blister, hyperlipidemia, hypertension (elevated blood pressure reading without diagnosis of hypertension), genital itching, carpal tunnel release and vaginal burning sensation. Concomitant products included hydrochlorothiazide for blood pressure abnormal, fluoxetine hydrochloride (prozac) for depression and omeprazole for gerd. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), food allergy ("hypersensitivity to foods,supplements/hypersensitivity to personal care products particularly in her pelvic"), dermatitis contact ("hypersensitivity to foods,supplements/hypersensitivity to personal care products particularly in her pelvic") and vulvovaginal inflammation ("chronic inflammation throughout my entire pelvic and vulvar regions"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("chronic depression") and anxiety ("anxiety"). In (B)(6) 2008, the patient experienced urinary tract infection ("chronic urinary tract infection"). In (B)(6) 2008, the patient experienced nausea ("nausea"), vomiting ("vomiting"), urticaria ("hives"), rash ("rashes") and abdominal distension ("severe abdominal bloating resembling pregnancy"). In (B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2013, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced foot deformity ("bunion"), ankle fracture ("ankle broken"), inflammation ("chronic inflammation"), allergy to metals ("allergic to nickel"), swelling ("swelling"), spondylitis ("arthritis in her neck") and cystitis noninfective ("chronic inflammation in bladder area"). The patient was treated with antibiotics, antihistamines and surgery (bilateral salpingectomy, bunionectomy, reconstructive ankle surgery, total hysterectomy and oophorectomy and ophorectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, inflammation, food allergy, dermatitis contact and swelling was resolving, the pelvic inflammatory disease, ovarian cyst, foot deformity, ankle fracture, dyspareunia, nausea, vomiting, urticaria, rash, urinary tract infection, allergy to metals, vulvovaginal inflammation, abdominal distension and cystitis noninfective outcome was unknown and the depression, anxiety and spondylitis had not resolved. The reporter considered abdominal distension, allergy to metals, ankle fracture, anxiety, cystitis noninfective, depression, dermatitis contact, dyspareunia, food allergy, foot deformity, inflammation, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, rash, spondylitis, swelling, urinary tract infection, urticaria, vomiting and vulvovaginal inflammation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 30-apr-2020: medical record received- lot number and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.